Event description:
An unspecified low readings issue was reported with the freestyle libre 2 sensor and customer additionally reported the low glucose alarm failed to sound. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of "3 piece orange and a small candy" by her husband. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was activated with known good reader, and linearity tests were performed. Low glucose alarm and high glucose alarm were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated- additional investigation on the sensor was inadvertently omitted from follow up #1.

Event description:
An unspecified low readings issue was reported with the freestyle libre 2 sensor and customer additionally reported the low glucose alarm failed to sound. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of "3 piece orange and a small candy" by her husband. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified low readings issue was reported with the freestyle libre 2 sensor and customer additionally reported the low glucose alarm failed to sound. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of "3 piece orange and a small candy" by her husband. No further treatment was reported. There was no report of death or permanent injury associated with this event.